Manufacturer narrative:
(B)(4). Batch # = n90505. The analysis results of the el5ml device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the instrument was cycled and it fed and formed 13 clips as intended; however, the clips were fed intermittently. In addition, the lockout mechanism was non-functional. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the feed bar was found to be damaged causing the feeding issue and the failure of the lockout feature. No conclusion could be reached as to what may have caused the found damage. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the device fired two fully formed clips to the doctor's satisfaction. Subsequent firings produced no clips in the jaws of the device. It was removed and fired on the mayo stand with similar results. No clips would engage the jaws. Case completed with another device of the same product code. There were no patient consequences reported.